Manufacturer narrative:
Evaluation, results: evaluation of the returned product revealed that the unit powers up, but the alarm sensor functions in reverse mode; the unit sounds when there is weight on the sensor pad and does not alarm when eight is taken off the pad. The nurses called functions normally; however when the cable is wiggled/moved, the led becomes intermittent. The battery springs are bent, the aqualert water indicator label is torn, and the alarm case is scuffed. (B)(4).

Event description:
Customer was unable to provide any info other than the alarm is broken. The date when the issue was discovered is unk. No pt incident or injury reported.